Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Customer's blood glucose was 150 mg/dl. Multiple supply changes were performed while trying to address the issue. The customer reverted to an alternate method in insulin therapy.